Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous, 75% stenosed bifurcation of the mid circumflex/obtuse marginal. No predilatation was performed prior to stenting. After the deployment of the stent implant, it was observed that the stent implant could not be seen in the lesion. Further angiography confirmed that the stent implant could not be found anywhere inside the patient. The dislodged stent implant was found outside the patient near the preparation table. Another stent delivery system was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the stent dislodgement was confirmed. It should be noted that in the japan instructions for use instructions prior to use section states: prior to using the promus everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, it was reported that no pre-dilatation was performed. The delivery procedure section of the IFU also states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this instance, the failure to inspect the device and failure to pre-dilate the lesion would not cause or contribute to the reported stent dislodgment prior to use. The results of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed there is no indication of a product deficiency.